Event description:
Medtronic received information that this pericardial temporary pacing lead, placed post-operatively did not pace or sense. There were no adverse patient effects. The lead was discarded after the procedure. Attempts to obtain further information were unsuccessful.

Event description:
Additional information was received that the reported issue was for a single lead placed in the right ventricle, and that the patient underwent a coronary artery bypass graft (CABG) and aortic valve replacement. Following the observed pace/sense anomaly with the lead, an external system with pacing pads was used on a stand-by basis as a precaution for possible pacing needs. There were no subsequent patient issues or adverse effects.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history could not be reviewed as no lot number was provided. (B)(4).

Manufacturer narrative:
Event date and description were corrected due to subsequent information received from the health care provider. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.